Event description:
The pt underwent revision surgery to replace a pedicle screw construct. One of the original screws had fractured under the tulip housing. The initial surgery also involved implantation of a trans1 axialif device and medtronic infuse bone graft. Both of these products may have contributed to the event; post-operative motion of the axialif device and hyperdemineralization of the vertebral body were observed.

Manufacturer narrative:
The associated instructions for use lists early or late implant bending, breakage or failure as possible complications. The device failure may be at least partially attributable to the concomitant use and alleged malfunction of competitive product.